Event description:
It was reported that, "the contaminated screw in the ps insert failed."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with additional info a supplemental report will be issued. Event explanation update: the initial surgery was done approx 2 yrs ago by dr. He no longer performs total joint surgery and refers his pt to another dr. A duracon ps tka was done initially. The pt began to experience increased pain and x rays revealed that the containment screw had either backed out or broke. The plan was to revise the insert and/or the femur if it had been damaged. During the surgery dr. Discovered that the containment screw had broken- it appeared to have been sheered in half at the level of the baseplate. The femoral component had visible scratches and dr. Determined it would need to be removed and revised. Dr. Attempted to remove the portion of the screw still in the baseplate, but was unable to do so. He then determined that the tibial component would need to be removed. The femur and the tibia were removed and revised using depuy revision components. The patella component was left in place.